Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the asymptomatic patient presented at a follow-up in-clinic, over-sensing from lead noise causing auto-mode switch episodes was observed on the right atrial lead. Programming changes were made and the patient remained asymptomatic.

Manufacturer narrative:
Report source: company representative should not have been checked off.